Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found haptic broken and deformed/stretched out. Re-hydration process determined unable to perform dimensional inspection. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Two similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The surgeon did not implant another icl lens. Cause of the event was unknown. This is the exchanged lens for MFR. Report # 2023826-2020-02170.